Manufacturer narrative:
Device has not been received from facility.

Event description:
A report was received that the patient reported pain and loss of coverage. The physician explanted one lead and replaced it with two leads. The patient reportedly made a full recovery following the revision.

Manufacturer narrative:
The complaint of high impedance on contact #8 was confirmed. The device failed continuity test on e1 and e8. E8 cable has fractured about 11.5 centimeters away from the tip of the proximal contacts. It appears that excessive tensile force was exerted onto the lead body during the revision resulting in the damage to cable #8. Additionally, visual inspection found that the proximal tip was kinked between e3 and e4 where the e1 cable was fractured. Since there was no report of high impedance on contact #1 prior to the revision procedure, the damage most likely was introduced during the procedure while pulling the lead. It was reported that it was difficult to get the lead out of the ipg pocket.

Event description:
A report was received that the patient reported pain and loss of coverage. The physician explanted one lead and replaced it with two leads. The patient reportedly made a full recovery following the revision.